Event description:
Caller reported intermittent ongoing occlusion alarms. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge, then resumed insulin therapy. Caller was experiencing recurring occlusion issues and ultimately reverted to a back-up insulin pump.